Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during right atrial (ra) lead implant the physician experienced positioning / placement difficulty when attempting to implant the right ventricular (rv) lead which then dislodged and was "stretched out". The rv lead was not used and a replacement lead was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that visual analysis of the lead indicated the lead was stretched. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The inner insulation of the lead became extrinsically distorted due to kinking/buckling. The outer insulation of the lead became extrinsically distorted due to pulling/ stretching/overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.